Event description:
Pt was on vacation. Pump was in pouch, working fine. Pt tripped on a curb and pouch hit pole. Pump cracked screen, didn't beep, no display showing. No other info provided. Dose or amount: 40 nkm, frequency: continuous, route: IV. Dates of use: from (B)(6) 2013 to ongoing.